Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached a low of 25 mg/dl while wearing the pod between 24 and 36 hours on the arm. Patient tried to correct bg levels by eating and drinking orange juice. Patient went to the doctors the next day, and they were still low so they went to the emergency room. The patient was treated with intravenous therapy with 50% dextrose. Patient was given orange juice, and a sandwich to raise levels as well. Patient was also provided with lantus insulin throughout the night, and then received manual injections to balance bg levels out.